Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 259 mg/dl. The customer stated he reset the insulin pump three times, but the no delivery alarm persisted. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)